Event description:
FDA forwarded to level 1, a medwatch report from a hospital alleging that blood backed into the reservioir of an hl-90. The hospital also reported that no needles were used with the tubing set, and the unit was turned on before the set was primed per manufacturer's recommendation.